Event description:
It was reported that pump time was delayed by about four minutes and had reportedly been off by more than that in past, with issue reported by customer¿s mother. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from Technical Support, was reported to be out of warranty and in process of renewal, and no additional troubleshooting steps or corrective actions were documented.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.